Event description:
It was reported to manufacturer, by facility, another country nursing center, that the facility was weighting residents, the aide came back in the room and found scale and 4pt cradle lying on the floor. Stated that the scale shaft broke right at the scale top. No patient in the lift at the time, previous person weighed was 155 lbs. This device has been issued to have product returned for evaluation. In addition, the manufacturer of scale has been notified. This is being reported under malfunction, which could have resulted in serious injury or death as defined in 21 cfr part 803.3 / 803.5.